Manufacturer narrative:
Outcomes attributed to adverse event: other: retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began (B)(6) 2021. It was reported that there was discharge coming from the patient and they were not peeing as they were supposed to be. They needed to turn down the stimulation as it felt "too high." They disconnected with the help line when trying to turn the stimulation down. The patient was reconnected with and they stated they believed this was okay now, but they were still not peeing right. They gave the help line permission to speak with their doctor on their behalf throughout the evaluation. They planned to call the help line back when they were available with their daughter to help with the programmer and stimulation. The welcome call was unable to be finished. The patient said stimulation was not painful. Later that day they stated they had not been able to urinate since the procedure.